Event description:
It has been reported to philips that the allura system is unable to acquire images. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the system was unable to acquire images. Review of the log file showed x-ray not possible acquisition error. Customer replaced the host pc which was showing red "x" on both frontal and lateral planes and wanted to verify the part number and compatibility verification of new pc. Rse shared a new license file for the host pc. Customer installed new license file and recreated image store in both the planes. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.